Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by a sales representative via email that (2) ar-3641sp self-punching knotless 2.6 fibertak failed. The first fibertak failed when the loop or repair stitch construct hit the anchor. It did not pass through the finger trap, and the anchor pulled out. The second fibertak was inserted according to the proper technique. The repair stitch passed through the anchor, and the anchor pulled out during the final tensioning. This was discovered during an it band tenodesis following an acl procedure and it was completed using a 4.75 swivelock.